Manufacturer narrative:
Continuation of medical devices: 4470 lead implanted: (B)(6) 2007; 4194 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a fracture, high/undefined pacing impedance and caused inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.